Event description:
It was reported that the patient received 1300 grams of intravenous immunoglobulin(ivig), which has a volume of 1300ml and a 20ml flush was also infused. Per nursing, the pump reported a total volume infused of 1620ml and the product took longer than it should have to infuse. Although requested, further information not provided.

Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 08feb2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history recordwas performed for sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : no product returned

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient information not provided. Device not returned for investigation.

Event description:
It was reported that the patient received 1300 grams of intravenous immunoglobulin(ivig), which has a volume of 1300ml and a 20ml flush was also infused. Per nursing, the pump reported a total volume infused of 1620ml and the product took longer than it should have to infuse. Although requested, further information not provided.